Event description:
The report stated that during a gastrectomy procedure, the jaws did not move smoothly on the first use. After each activation, jaws would not open smoothly and it was slightly hard to remove from tissue, although it could be eventually removed. The tissue was not sealed completely and this caused oozing/bleeding. Another device was opened, and it worked fine, so the procedure was completed. The pt was reported as ok.

Manufacturer narrative:
The device has been rec'd and is under eval. When the investigation is complete, a f/u report will be sent.